Event description:
The customer reported an increase in background failures on a coulter lh 780 hematology analyzer and was able to get background to pass but required several startups. The customer also noticed bubbles in pump pm3. The customer requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/04/2015. The fse found air was entering the white blood cell (wbc) diluent dispenser pump (pm3) from the lower seal and replaced the wbc diluent dispenser to resolve the background issue. (B)(4).